Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the site. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During a case, the customer reportedly noted that the left adu monitor showed multiple overlapping of the menu text. The control knobs did not work and mechanical ventilation stopped. There were reportedly no alarms. The patient was disconnected from the anesthesia machine and ventilated via an ambu bag. There was no reported patient injury.